Event description:
It has been reported that the unspecified bd¿ pre-filled syringe has been found experiencing abnormal readings during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there is extraneous peaks in the fentanyl bd syringes. Per email: I just learned from my r&d team that we have seen extraneous peaks in some of our fentanyl bd syringe products. We are trying to determine the source of the extraneous peaks.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pre-filled syringe has been found experiencing abnormal readings during use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that there is extraneous peaks in the fentanyl bd syringes. Per email: I just learned from my r&d team that we have seen extraneous peaks in some of our fentanyl bd syringe products. We are trying to determine the source of the extraneous peaks.